Event description:
The customer indicates that there is noise in the display that was confirmed by factory service as excessive. No pt involvement.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.